Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The ECG data from the event was provided. The customer's report was observed during review of the ECG data; however without of the device root cause could not be firmly establish using the data. Analysis of reports of this type has not identified an increase in trend.